Event description:
A home patient contacted baxter's technical service center and stated he sees liquid on the floor. The reported problem occurred during initial drain. The home patient disconnected himself and wants to end therapy. Per initial report, baxter's technical service center assisted the customer in evaluating and resolving the alarm during the initial contact. No patient injury or medical intervention was indicated at the time of the initial report. The home patient could not tell whether or not the solution came from the patient line. Baxter's technical service representative (tsr) helped the home patient end therapy. The home patient will start over with all new supplies. Tsr advised the home patient to contact his nurse due to possible contamination. A follow-up call was placed to the home patient's peritoneal dialysis (pd) nurse. The pd nurse stated the home patient never mentioned this and she was not aware of the report. No patient injury or medical intervention was reported.